Event description:
It was reported that the patient was brought in for irrigation of the surgical sites due to possible infection. It was unknown if there were any patient symptoms. There was no alleged product issue. No actions were required as a result of the event and there was no diagnostic testing or troubleshooting performed. Patient status at the time of the report was unknown. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).